Manufacturer narrative:
Updated h6, health effect - impact code. There was no patient involvement. Thirty-six (36) new devices were received for evaluation. A visual inspection was performed, no damages or anomalies observed, and the reported issue could not be duplicated via functional testing. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when sampling with a blood gas syringe there was leakage in the filter. There was unknown patient harm as a result of the event.